Event description:
It was reported that intermittent unspecified malfunction alarms occurred. Reportedly, the customer performed a pump reset. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.